Manufacturer narrative:
The investigation for delivery issues-use has been completed. Pump was not returned for investigation. Doctor reported kink on pump during initial delivery. The cause of the delivery issue was most likely patient condition related. Doctor aborted implant due aortic stenosis and hypertrophic cardiomyopathy heart condition. The cause of the positioning issue was most likely patient condition related. Instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Impella cp with smartassist system section: warnings and cautions: warnings to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. D6a and d6b added the following have been reported incorrectly or missing from manufacturer device report 1220648-2023-03051: in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. G1 reporting contact fax number missing. H.6 code 4625, 2627, and 2976 was reported incorrectly. New code was added to health effect - impact code and medical device problem code.

Event description:
The user facility reported the impella was inserted and developed a kink due to patient anatomy, the physician chose to explant and proceed with percutaneous coronary intervention (pci) to dominant right coronary artery (rca). Patient became hypotensive, neosynephrine was given and the physician decided to place second impella device at that time.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.